Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise. The noise could not be reproduced in clinic. No intervention was performed. The patient would continue to be monitored.